Event description:
On 08/17/1998, the facility's scrub tech contacted the MFR's customer svc rep and stated that the device locking mechanism was torn and requested a return materials authorization number to return the device to the MFR for analysis. No further details were provided at this time.